Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving morphine 25 mg/ml at 13.9 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a pocket revision/system replacement occurred in (B)(6) 2016 (specific date unknown). The system was explanted on (B)(6) 2017 and the explanted pump and catheter were both discarded. The patient experienced symptom return, lack of therapy, withdrawal symptoms (specific symptoms unknown) and pump movement in the pocket. The diagnostics/troubleshooting was reported to be unknown. Per the physician, the cause of the pump movement and symptoms was 'stitches pulled out'. Patient's pump was reportedly flipping in the pocket. The physician moved the pump/pump pocket from left side to the right side and replaced the entire system with a new system. The patient's status at the time of the report was 'alive - no injury'. The issue was considered to be resolved and no further complications were reported/anticipated.